Event description:
It was reported to medtronic minimed that the customer noticed a discrepancy between the sensor glucose and blood glucose values that triggered a threshold suspension. The customer experienced hypoglycemia was treated with others. The sensor glucose was 50 mg/dl, and the blood glucose value was 122 mg/dl. The sensor glucose and blood glucose difference iwa 72 mg/dl. The event involved product(s) mmt-7040a and mmt-1884. Troubleshooting was performed for difference between glucose values, the diference between two glucose values were within the target range and the insulin delivery was suspended. No further patient complications were reported. No product return is required for mmt-7040a and mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (replaced health effect - clinical code 1912 with 4582 and it's related health effect - impact code 4650 with 2199) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer did not experienced hypoglycemia.